Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set and failure to follow ketone action plan as outlined in labeling and training and resort to alternate therapy method for prolonged hyperglycemia. Alerts were not always acknowledged which likely contributed to the severity of this event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11/1/24 an ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 11/1/24. On (B)(6) 2024, the user went to the ER with a blood glucose level of 400 mg/dl. The user reported changing their supplies the previous evening (10/31/24) at 8:00 pm but experienced persistent hyperglycemia starting around 10:30 pm. At the ER, the user disconnected from the ilet and received a 7-unit insulin injection of lispro, which effectively lowered their bg levels. Upon examination of the infusion set, the user discovered a bent cannula, which they subsequently discarded. After leaving the ER at 1:00 pm, the user worked with support to replace their infusion set and resumed insulin delivery. The user reported symptoms of dizziness and nausea. The user successfully reconnected to the ilet system. The user was using the convatec inset (23", 6mm) teflon infusion set.